Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t stat assay (tntstat) on a cobas 6000 e 601 module (e601). The sample initially resulted as < 0.01 ng/ml and this value was reported outside of the laboratory. The physician questioned the result, so the sample was pulled and repeated. The repeat result was 0.58 ng/ml and was believed to be correct. The patient was not adversely affected. The tntstat reagent lot number was 21415801, with an expiration date of 01/31/2018. The field service engineer could not determine a cause. He examined the sample probe and mixer for misalignment and damage. No issues or damage were found. He ran performance testing and this passed. All system checks passed. The customer ran quality controls and all results passed.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Calibration signals were within expectations. Quality controls showed low recoveries. One level of control was outside of the customer's specifications on the day of the event. The reagent integrity on the day of the event is not clear, but there was no obvious direct impact on the erroneous sample measurement. The alarm trace showed abnormal sample aspiration errors. Possible root causes include sample quality and insufficient maintenance.